Event description:
Treatment of a small unruptured saccular aneurysm measuring 7mm x 6mm with a 4mm neck located in the ophthalmic segment of the left ica (internal carotid artery). The patient¿s anatomy was moderate in tortuosity. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the 4.25mm x 14mm pipeline could not be detached from the capture coil and a decision was made by the treating physician to remove the pipeline. Upon pulling the pipeline into the navien, it deployed in the carotid artery. The pipeline was removed from the patient with a snare. The patient was reported to be doing well. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The pipeline and pushwire were returned for evaluation and they were not attached. The evaluation could not determine the cause of the event as the pipeline was found released from the capture coil; however, the capture coil and braid were found damaged and may have contributed to the reported event. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).